Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. It was indicated that the patient exposed components to magnetic resonance imaging (MRI), computed tomography (CT) scan, or diathermy treatment, which is off-label usage of the device. It has been reported that there was a difference in readings of 50 points. On (B)(6) 2024, it was reported that on (B)(6) 2024 (8:00 am) the cgm reading was 47 mgdl and there was no bg reading taken. The patient experienced convulsions and seizures and bit their tongue. The patient fell on their back and the back of their shoulder hit the floor. The patient's spouse already knew that he was hypoglycemic and tried to force the patient to swallow sugar. At 8:05 am the spouse called 911 and at 8:10-8:20 am the ambulance arrived. 8:20 am the paramedics treated the patient with IV ¿sugar¿ (glucose) and took a bg reading (no value reported). At 9:00 am the patient arrived at the hospital and regained consciousness. The bg reading was 58 mgdl and the cgm reading was 105 mgdl. At the hospital the patient was treated with IV glucose and ¿sugar shots¿ and they performed a CT scan. At 3:30 pm the bg reading was 180 mgdl and the cgm reading was 234 mgdl and the patient was discharged at 3:30 pm the same day. At the time of the report the patient was feeling fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There initially was not a complete set of reported glucose values available to search within the parkes error grid calculator, however other values provided fall within the b and c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.